Manufacturer narrative:
Product complaint(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide lot number a. Lot number was not provided from hospital to rep. It is unknown. 2. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? A. Prolonged surgery time was the only complication. No unexpected outcomes. 3. Was there any change in the patient¿s post-operative care due to the prolonged procedure? A. Post-op care did not have any changes.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, the barbed suture was prematurely breaking when pulled under tension. Another like device was used. Surgery was completed successfully with a delay of five minutes. There were no adverse patient consequences reported. Additional information was requested.